Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: a visual examination identified that the balloon was not subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Negative pressure was unable to be applied smoothly during preparation. It was thought that the device became ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Negative pressure was unable to be applied smoothly during preparation. It was thought that the device became ruptured. The procedure was completed with another of the same device. No patient complications were reported.